Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis (fa) lab duplicated the reported customer event on startup of the device. The fa lab performed a visual/electrical inspection of the device components and power cycle runtime routines including voltage power testing , which found a low voltage state within the coin cell battery on the control board. At this time, carefusion has determined the root cause is associated with a low voltage state of the coin cell battery due to an undetermined material etiology. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported the display is blank on startup on this avea ventilator. The customer stated no patient involvement with this event.